Manufacturer narrative:
On september 10, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation of the device, siltex cracking was observed on the posterior aspect. Within the sitlex cracking, a tear measuring approximately 1.5 cm was found. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 375cc mentor memorygel breast implant on both sides and was presented with bilateral breast implant rupture, confirmed via mammogram and ultrasound performed on (B)(6) 2020. As a result, the patient underwent bilateral explantation and replacement with catalog number 3543751 on (B)(6) 2020. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient experienced seroma on one of the sides. The information was reviewed by the clinician, and the event description was updated as per additional information received. Left side was chosen as default until further information is received, in which case a supplemental report will be submitted. Please see updated event description under section b5. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
A 52-year-old female patient who underwent revision breast augmentation with mentor medical devices (sx mpp gel 375cc, date of implant (B)(6) 2009 ) reported a lump on the left and the right breasts, later breast implant rupture was confirmed via a mammogram and ultrasound on (B)(6) 2020. It was also reported that the patient has experienced late onset seroma, the side was not indicated. The seroma was noticed (B)(6) 2020. The clinician did not suspect bia_alcl, a biopsy was not performed. It was also reported that the patient has experienced painful and swollen breast. Based on the available nonspecific and very limited information about the reportable event we can assume that the patient reported seroma and related symptoms only for the one breast side. As a result breast implants were removed on (B)(6) 2020.